Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve. A cause for the reported tr, heart failure, and tissue injury cannot be determined. Heart failure, and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Attachment: article titled ¿transcatheter tricuspid valve edge-to-edge repair after heart transplantation: a single-center experience of a novel therapy¿.

Event description:
This article presents a case of a 52-year-old female who underwent transcatheter tricuspid valve edge-to-edge repair (t-teer) for treatment of symptomatic tricuspid regurgitation (tr). Patient had a prior biatrial heart transplantation (htx). In an off-label mitraclip procedure, two mitraclip were implanted anterior/septal. During 30-day follow-up, tr increased. In another follow-up, the patient had progressive right heart failure requiring heart failure hospitalization. High-risk cardiac re-do surgery was performed with the finding of a pacemaker lead perforation of the papillary muscle of the tricuspid valve, which was undetected prior. Details are listed in the attached article titled, ¿transcatheter tricuspid valve edge-to-edge repair after heart transplantation: a single-center experience of a novel therapy¿.